Event description:
It was reported that a patient was originally implanted with a titanium universal spinal system (ti uss) construct from t10 ¿ s1 on (B)(6) 2009. Thereafter, the patient suffered a fall resulting in a fracture of the sacrum below the existing instrumentation. On (B)(6) 2010, the patient was returned to the operating room (or) where all hardware was removed and a new ti uss construct was implanted from t6 - s1. The surgeon also placed iliac screws left and right (this (B)(6) 2010 procedure was addressed in (B)(4) and previously reported). The patient then developed a non-union, which was discovered at l5 - s1. The patient was again returned to the o.r. On (B)(6) 2015 where the surgeon cut both rods from l4 - s1, removed six (6) nuts, six (6) collars, and six (6) screws. The patient was then revised to uss polyaxial construct from l4 - s1. It is reported that, while attempting to insert new, larger diameter screws, the tip of two (2) screwdrivers broke off. All fragments were retrieved. The surgeon used a rod holder to fully seat the last screw. A twenty (20) minute delay was noted. This report is 1 of 22 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: during a universal spine system (uss) revision procedure, while placing uss polyaxial screws, the tip of two screwdrivers (03.607.001 / lot 3107021) broke off. The returned instruments were examined and, in both cases, the complaint condition was able to be confirmed. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive force. The returned instruments were evaluated and the complaint condition of ¿broken¿ was able to be confirmed as the tips of both drivers were received fractured. The distal 5-7mm of each driver tip was broken off and not returned. The 3.0mm bihexagonal screwdriver is utilized to insert uss polyaxial screws (uss polyaxial and iliosacral spine fixation technique guide). Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.607.001, 3.0mm bihexagonal screwdriver with t-handle, lot number 3107021). The subject device was received with a tip of the screwdriver broken as complained. The broken part was not received for investigation. The laser etching is readable. The manufacturing review shows that the production procedure was performed to the specifications and there were no issues that would contribute to this complaint condition. The complained damage may have been caused by a mechanical overloading situation at the hexagonal tip and it is likely that the screwdriver was not always fully inserted into the screw recess during use. If the screwdriver was not fully inserted into the screw recess during use, the force would not be allocated to the whole hexagon feature as designed, which can lead to the complained damage. Because of the damage to the returned subject device, the dimensions which are relevant for this complaint could not be measured for post-manufacturing dimensions. Therefore this complaint is to be indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was received on may 15, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4)- manufacturing date: may 5, 2009. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.